Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high thresholds and failure to capture. This lead remains in service and no additional adverse patient effects were reported.